Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 625 mg/dl. The customer experienced vomiting, chest pain, shortness of breath, back pain, numbness on her face and blurred vision. Troubleshooting was performed. Found several no delivery alarms in the alarm history. Also, the daily totals did not match with the bolus and basal rate delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No history anomaly was noted.